Manufacturer narrative:
Reported event of reset was confirmed. As received the device was backup mode and battery level was at normal operation level. Analysis of device image and field information indicated the reset occurred due to an anomalous integrated circuit (ic) on the hybrid. Longevity estimation was performed and device had normal longevity based on device usage.

Event description:
It was reported during implant procedure that the implantable cardioverter defibrillator was in backup mode. The device was successfully exchanged. There were no patient consequences.

Manufacturer narrative:
Reported event of reset was confirmed. As received the device was backup mode and battery level was at normal operation level. Analysis of device image and field information indicated the reset occurred due to an anomalous integrated circuit (ic) on the hybrid. Longevity estimation was performed and device had normal longevity based on device usage.